Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. See MDR 1213643-2011-00023 for info related to the bard composix mesh implanted in pt.

Event description:
Attorney reported: pt had a bard composix mesh and a bard composix l/p mesh implanted. As a result of having the patches implanted in pt, pt suffered disabling pain and required surgical intervention. Pt suffered and will continue to suffer injury, disability.